Event description:
Customer reports false positive results for two individuals when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document the false positive result for individual 2. See (B)(4) for alternate false positive result. Individual received a false positive result on (B)(6) 2022 when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 23097h, reader sn (B)(4)). Three repeat cue covid-19 tests performed on the same day provided negative results. Customer states individual also tested negative with other unspecified covid-19 tests (brand, type, dates of testing and frequency not provided). Individual has no symptoms or known exposure.

Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one previous similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.

Manufacturer narrative:
Correction to h10: the complaint history was reviewed and there were three previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications.